Event description:
Opened a sterile needle to put on a syringe and found what looks like mold on the safety cover. Report made to supply chain and supervisor. Checked additional needles in our medication room and didn't find any others that looked possibly contaminated.